Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 1.7 mmol/l (mobile meter) and 6.7 mmol/l (aviva meter). No adverse event reported. Return of suspect device was requested and replacement was sent.